Event description:
Customer reports to have received a motor error alarm and keypad anomaly. Customer's blood glucose is unknown. After troubleshooting, customer was advised that insulin pump would need to be replaced. Customer declined loaner pump and states he will contact his health care professional and monitor his blood glucose. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.